Event description:
A report that the patient's precision system was explanted due to overstimulation was received. The patient fell three times and each time the overstimulation became worse. The physician took an x-ray that showed that everything was ok with the device, and it did not migrate. The patient did not want to be reprogrammed but explanted. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluation. A review of the manufacturing documentation for the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.